Event description:
Facility reports that a staff member slipped or tripped while standing adjacent to the sabina lift, fell on top of the lift and impaled her right upper arm on the tether hooks. She sustained significant damage to the brachial artery. She required surgical repair and two days hospitalization. The lift had been positioned in the hallway to charge and was sitting up close to and alongside the wall. Per the facility, the lift did not malfunction and is in use at the facility.

Manufacturer narrative:
The lift did not malfunction and continues to be in use at the facility. MDR being filed due to serious injury sustained.